Manufacturer narrative:
Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by the physician that their hand held was not holding a charge as long, and the physician requested a new programming system. The programming system was returned to manufacturer for analysis. Analysis of the programming wand revealed no anomalies and the device performed according to specifications. Analysis of the hand held revealed that the hand held main battery was able to hold a charge with no observed anomalies. During the analysis, it was identified that the main battery was swollen. A possible contributor to the observed battery swelling is age and exposure to repeated charge and discharge cycles over the life of the hand held. The swollen battery had no functional impact on the device performance. During the analysis, no functional anomalies associated with the hand held performance were identified. The hand held performed according to functional specifications. Analysis of the software flashcard was performed, and it was identified that the flashcard contained 2 different sets of databases. The cause for the multiple sets of databases is associated with the flashcard being inserted into multiple devices (most likely to transfer the (B)(6) data to the new (B)(6) handheld). The presence of the different sets of databases did not contribute to any performance issues. No further anomalies were identified during the analysis.